Manufacturer narrative:
D10: concomitant devices: (B)(6) 02-022-47-1015 - truliant tib imp cr ins std sz 1, 15mm the product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 39 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, pain, limited range of motion, and loss of mobility. Because of this, the patient has also reported having anxiety and emotional distress. A future revision procedure may be required. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H6: corrected health effect - clinical code and type of investigation. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, loss of range of motion, and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.